Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced blood glucose levels exceeding 400 mg/dl after consuming two cans of chicken noodle soup without meal announcement while using the ilet system. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the patient¿s representative, and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a device-related problem or a specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established.